Event description:
An endeavor otw drug-eluting coronary stent delivery system was implanted into a patient for the treatment of a coronary lesion. It was reported 33 months post stent implant that the pt was admitted to the hospital with right hand weakness, right facial droop and difficulty speaking. The pt reported taking aspirin and insulin at time of event. MRI showed acute infarct involving the left pons. The pt remained neurologically stable with no further progression of neurological deficit. The physician recommended plavix. The patient was discharged home in stable condition. The investigator's assessment was that there was no relationship to the study device nor index procedure. No further info has been obtained. Please note that this device was distributed to an investigational site for use in a clinical trial and is also commercially available as the device united states distributed product.

Manufacturer narrative:
.